Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 was not detected on bus. A field service engineer (fse) removed back panel and found that the module controller board lights were off. The fse also found that the retractor band was disconnected. Connections were reseated, but the solenoid began unlocking repeatedly upon reboot, indicating a faulty drawer controller board, which was then replaced. After reassembly, the device was rebooted and all cubie pockets on the drawer were tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 failed and had burning smell. The customer stated that there was a delay in patient care. However, there were adverse events or injuries reported based on this event.